Event description:
One day post the reported mi, a revascularization of the mid lad occurred and was treated by balloon only. A non medtronic stent had been implanted during a staged procedure in the mid lad. It was confirmed that the patient was asymptomatic/ free of symptoms at the 1.5 year and 2 year follow up.

Event description:
Clinical events committee adjudicated that the patient suffered a stent thrombosis on the same day as the previously reported mi event.

Event description:
The previously reported mi occurred two days post the previously reported date. Investigator has assessed that the mi was not related to the study device. Approximately 55 months post index procedure patient death occurred. Cause of death is unknown.

Event description:
It is reported that the patient received three non-medtronic stents during the staged procedure of the rca, not two stents as previously reported. The date of death was reported incorrectly and was 53 months post the index procedure, not 55 months as previously reported.

Manufacturer narrative:
(B)(4)

Event description:
One endeavor sprint otw drug-eluting stent was implanted in the distal rca (ref MFR# 2953200-2010-02669) and one endeavor sprint otw drug-eluting stent was implanted in the mid rca. Pt was discharged 3 days after the index procedure. Pt was asymptomatic at 30 day and 6 month f/us. Approximately 13 months after the index procedure, pt went to doctor's office for chest pain and was sent to ER for elevated troponins. Pt was hospitalized for a non-st segment elevation mi. Ptca was attempted, but was unable to cross wire. Pt had stopped taking effient for ten days for gastric bypass surgery prior to the mi event. Pt recovered without treatment. In the opinion of the investigator, the event was probably related to the study device and procedure. Pt had cardiac status of unstable angina at the 1 yr f/u.

Manufacturer narrative:
Results, conclusions: death. (B)(4).

Manufacturer narrative:
(B)(4): eval results: mi.